Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected d3 manufacturer email. Additional h6 health effect clinical code. Additional information was requested, and the following was obtained: please explain what is meant by ¿totally reabsorbed¿. The symmetric stratafix suture had completely disappeared so that means it was absorbed completely in a short time was there any evidence of suture in the joint capsule? Were there 3 accessory points of vicryl on the capsule. Please describe the appearance of the suture during the second procedure? Is there any suture that was removed from the patient able to be returned for evaluation? No. Were any wound cleaning products used prior to closure? No. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. No. Date of total knee replacement? Not received. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? Was the recommended technique made after taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Si. Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Si. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes. , we were two reverse stitches performed across the incision prior to closure? Yes what tissue dehisced? Capsule. Were there any patient stress factors that led to the wound dehiscence? Unknown onset date/time of dehiscence? (# post op days) 3 weeks. Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during the initial procedure?no. What symptoms did the patient experience following the index surgical procedure? Onset date? Knee pain. Other relevant patient history/concomitant medications?no. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown. What is the patient's current status? Cured. Lot number?unknown.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on an unknown date and barbed suture was used for closure of the joint capsule. After 2 weeks the patient showed dehiscence and when the capsule was opened, the barbed suture thread was totally reabsorbed, therefore not guaranteeing closure of the fascia. The patient underwent reoperation for closure of the capsule following dehiscence. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain what is meant by ¿totally reabsorbed¿. Was there any evidence of suture in the joint capsule? Please describe the appearance of the suture during the second procedure ? Is there any suture that was removed from the patient able to be returned for evaluation? Were any wound cleaning products used prior to closure? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of total knee replacement? What was the tissue condition (normal, thin, calcified, fragile, diseased)? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What tissue dehisced? Were there any patient stress factors that led to the wound dehiscence? Onset date/time of dehiscence? (# post op days) please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during the initial procedure? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?